Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert due to pacing impedance measurements of greater than 3000 ohms. A lead conductor fracture was noted. A lead check was performed, and the patient was taken to the hospital to perform angiography to remove the lead. The lead was found to be occluded; therefore, the procedure was discontinued. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.